Event description:
Biopsy gun only fired once then stopped working. Manufacturer response for argon biopince biopsy gun 18 g x 20, (brand not provided). (Per site reporter): device will be picked up by manufacturer.